Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) triggered a battery depletion alert. The data was analyzed by boston scientific technical services (ts), and it appeared that the battery was depleting faster than expected, replacement was recommended within 90 days. Additionally, it was noted that this s-ICD system exhibited noisy signals, oversensing, low amplitude, and inappropriate shock. Which was believed to be caused by a fracture. Troubleshooting efforts were discussed and recommended. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Ai information received.

Manufacturer narrative:
Ai information received.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) triggered a battery depletion alert. The data was analyzed by boston scientific technical services (ts), and it appeared that the battery was depleting faster than expected, replacement was recommended within 90 days. Additionally, it was noted that this s-ICD system exhibited noisy signals, oversensing, low amplitude, and inappropriate shock. Troubleshooting efforts were discussed and recommended. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) triggered a battery depletion alert. The data was analyzed by boston scientific technical services (ts), and it appeared that the battery was depleting faster than expected, replacement was recommended within 90 days. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction to field h4: device manufacture date.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) triggered a battery depletion alert. The data was analyzed by boston scientific technical services (ts), and it appeared that the battery was depleting faster than expected, replacement was recommended within 90 days. The device remains in service. No adverse patient effects were reported.